Event description:
It was reported that the atrial lead exhibited poor threshold and an impedance rise from 500 ohms to 1100 ohms. The pulse generator was switched to high output and noise was present. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.